Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 19:48:10. During night drain cycle one, the patient's ultrafiltration reading was 1474ml, indicating the home patient (hp) drained 1474ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should relevant additional information become available, a follow-up report will be submitted.